Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that electrograms (egm) were incomplete during device interrogation indicating a possible device recording problem. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.